Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Reportedly, the customer changed pump supplies multiple times. Customer's blood glucose level ranged from 300-500 mg/dl. Customer reverted to manual injections for insulin therapy.